Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death is unknown. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was unknown if dianeal therapy was ongoing at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.